Event description:
It was reported bd plastipack¿ insulin subcutaneous injection syringe with needle had incorrect scale markings. The following information was provided by the initial reporter, translated from japanese: "also, there is the one that the print is sometimes shifted in the above though it strikes roughly by the standard, too."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Unable to perform complaint lot history check due to unknown lot number. The occurrence is unknown since the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.